Manufacturer narrative:
Qn#(B)(4). The report of a leaking extension line was confirmed through complaint investigation. The customer provided one photo for analysis and returned one retrograde chronic hemodialysis catheter for analysis. Signs-of-use were observed in the compression fitting. It was observed that the catheter body was severed, and the severed end was not returned for analysis. Initial visual inspection of the catheter did not reveal any obvious defects or anomalies. However, the threaded compression cap was not completely threaded as some of the threads were visible. In addition, the proximal opening of the threaded compression cap was slightly deformed. Functional testing was performed per instruction-for-use (IFU) statement, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". A flush test was performed on the sample received, and leaking was observed between the threaded compression cap and the juncture hub. The compression fitting was then completely threaded onto the juncture hub and the sample was leak tested per bs en iso which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso ". Both extension lines were attached to the leak tester and the lines were pressurized to 300 kpa and held for 30 seconds. No leaking was observed which indicates that the device was functional when assembled correctly. This also confirmed that the slight warping of the compression cap did not affect the functionality of the device. Additionally, the IFU provided with the kit informs the user, "the separate hub connection assembly is then fastened to the proximal end of the catheter using a compression sleeve and threaded compression cap". It also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the surgeon placed the catheter on a patient via femoral access site and after hub connection was done there was a leakage from the hub area while testing the patency of the arterial and venous lines. The catheter was left in situ and the hub was replaced. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the surgeon placed the catheter on a patient via femoral access site and after hub connection was done there was a leakage from the hub area while testing the patency of the arterial and venous lines. The catheter was left in situ and the hub was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).